Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had blood glucose of 160 mg/dl. Customer stated that her insulin pump was not working correctly, it was alarming motor error during priming. Nothing further was reported.